Event description:
The customer called for assistance with the alarm clock. The customer that she had to set an alarm due to experiencing several low blood glucose levels. The customer stated that she was never hospitalized, but did have the paramedics go to her house 14 times. The customer stated that she had been taking pain medication due to surgeries she had. The customer felt that she had control of everything now, and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.